Event description:
Customer reports they had taken 4 mg of avandia medication, and then received a reading of 189 mg/dl on their freestyle blood glucose monitor. The customer then began to experience symptoms of hypoglycemia. Customer became dizzy, began sweating, and began to experience heart palpitations. The paramedics were called, and they received a reading of 67 mg/dl on an unknown brand of meter. They were taken and admitted to the hospital, where they were placed on an IV treatment of glucose to normalize blood glucose levels.